Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net, false pause episodes were noted on the stored electrogram. Cause of episodes were confirmed to be undersensing. Reviewing of device position was suggested, suspecting the reason for the issue could have been loss of contact in the pocket. No further information is available.